Manufacturer narrative:
H.6. Investigation: one video sample were received by our quality team for evaluation. Upon visual inspection of the video, leakage was observed from the injection port when the red plug was removed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port. The following information was provided by the initial reporter, translated from german to english: "patient was presumably anesthetized via other access - only then was the gray vps placed. Propofol was not given via the injection port in 99% of cases. Fentanyl effortil and neosenofen (all medications from glass ampoules) were given instead. The client used pull-up cannula - red. The injection port was used 5 to 10 times. Hands exceptionally "free" and easily visible. As a result, the incident was quickly discovered. Blood leaking from the injection port when the closure plug was removed."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port. The following information was provided by the initial reporter, translated from german to english: "patient was presumably anesthetized via other access - only then was the gray vps placed. Propofol was not given via the injection port in 99% of cases. Fentanyl effortil and neosenofen (all medications from glass ampoules) were given instead. The client used pull-up cannula - red. The injection port was used 5 to 10 times. Hands exceptionally "free" and easily visible. As a result, the incident was quickly discovered. Blood leaking from the injection port when the closure plug was removed"